Manufacturer narrative:
Product complaint #: (B)(4). Additional information received indicated that the stent had not exited the microcatheter prior to the attempt to resheath the device. The procedural situation that led to the resheathing of the stent was not reported, but the stent prematurely deployed in the microcatheter during withdrawal. The lot number of the prowler select plus microcatheter is not available. The devices were prepped according to the instructions for use (IFU) guidelines. It was not reported if the stent or microcatheter appeared damaged in any way. There was no difficulty encountered during introduction of the microcatheter over the guidewire prior to the attempted use of the stent. It was not reported if the introducer was fully seated and secured in the hub or if the device moved out forward of the introducer during insertion through the y-connector or in the hub. It was also not reported if the rotating hemostasis valve (rhv) was opened to allow the passage of the device or if an adequate and continuous flush was maintained through the microcatheter. Additional intervention was not performed, and the user did not apply undue force at any time. The event did not result in a procedural delay. No further information could be obtained. Initial reporter phone: (B)(6). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of a basilar tip artery aneurysm, the prowler select plus 90° (unk catalog & lot) microcatheter and 4mm x 30mm enterprise 2 (catalog #: enc403000/lot #: 10775313) stent vascular reconstruction device were advanced and the physician attempted to resheath the device, but the stent remained inside of the microcatheter. The enterprise 2 device and prowler select plus microcatheter were removed from the patient as a unit. It was verified that the device was not deployed up to the re-capture limit. Additional information received indicated that the stent had not exited the microcatheter prior to the attempt to resheath the device. The procedural situation that led to the resheathing of the stent was not reported, but the stent prematurely deployed in the microcatheter during withdrawal. The enterprise 2 and the prowler select plus were replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU). No visible product defect/damage was noted prior to the event. The devices were prepped according to the instructions for use (IFU) guidelines. It was not reported if the stent or microcatheter appeared damaged in any way. There was no difficulty encountered during introduction of the microcatheter over the guidewire prior to the attempted use of the stent. It was not reported if the introducer was fully seated and secured in the hub or if the device moved out forward of the introducer during insertion through the y-connector or in the hub. It was also not reported if the rotating hemostasis valve (rhv) was opened to allow the passage of the device or if an adequate and continuous flush was maintained through the microcatheter. Additional intervention was not performed, and the user did not apply undue force at any time. No further information could be obtained. The enterprise 2 stent was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the limited information available and without the product available for analysis, the customer report that the stent prematurely deployed in the microcatheter could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Premature deployment is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00792 & 1226348-2018-00793.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00792 & 1226348-2018-00793.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of a basilar tip artery aneurysm, the prowler select plus 90°(unk catalog & lot) microcatheter and 4mm x 30mm enterprise 2 (enc403000/10775313) vascular reconstruction device were advanced and the physician attempted to resheath the device, but the stent remained inside of the microcatheter. The enterprise 2 device and prowler select plus microcatheter were removed from the patient as a unit. It was verified that the device was not deployed up to the re-capture limit. The enterprise 2 and the prowler select plus were replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. The products were discarded and are thus not available for evaluation. No further information was provided.